Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer also reported that the insulin pump alarmed off no power and weak battery. Customer's blood glucose reading was 215 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Customer stated that the insulin pump experienced a blank display. However, troubleshooting was done and the display returned with a new battery change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.